Event description:
It was reported that "during the operation when cutting was performed, yellow contamination fell off the electrode part of the electro-cutting ring. Repeatedly rinse the uterine cavity for nearly two hours to remove contamination".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).